Event description:
It was reported that the patient never received therapeutic effect from her system. The reporter stated that the primary physician was giving the patient a "very low dose compared to what the patient was on orally." It was stated that the physician was "supposedly increasing" the dose, but no improvement had been noticed. The patient was put on oral medications when she stated that she wanted to have the device removed. The physician prescribed enough oral medications for one month; however, the reporter stated that dosage was too low and that it only lasted the patient one week. Specifically, the reporter said that the dosage was a quarter of the dosage she received in the past. It was alleged, by the reporter, that the physician was deliberately prescribing a lower dosage of medication to make the patient think the pump was providing relief. Formerly, the patient had been receiving 250mcg fentanyl patches every two days. At the time of report, the patient's physician was giving her one 75mcg patch every three days and two oral oxycodone from ''6-30mg to 2-15mg'' for ''breakthrough pain.'' It was also reported that the pump was at ''1.9'', though it was unclear what this number referred to. It was noted that the patient had a confirmed medical condition where her pain receptors didn't ''take all of the medicine.'' The drugs being used in this system were fentanyl and morphine. About five months later, it was reported that the patient had an occlusion in the distal/spinal segment of her catheter. No surgical intervention had occurred yet. The patient outcome was notated as ''non-serious injury/illness.'' No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n316647, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).